Manufacturer narrative:
In this incident, two proultra #5 tips separated on the same patient - one in the canal and one in the mouth. Though both separated tips were retrieved and there was not report of patient injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure for function. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report.

Event description:
Two proultra endo tips separated on the same patient - one in the canal and one in the mouth. Both pieces were retrived without sequela.